Event description:
The customer stated that he experienced high blood glucose levels the day before. The customer stated that he went to see his dr, and there he discovered that insulin had leaked from the reservoir into the reservoir compartment. Also found that the reservoir the customer was using had expired. Advised the customer not to use expired infusion sets or reservoirs. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.